Event description:
Reportedly a female patient in her first postoperative day was utilizing the pca pump and complaned of itching while being administered morphine via the pump. The patient was given benadryl. Approximately 30 minutes later, the patient "nearly had a respiratory arrest." Narcan was given to the patient and the respiratory symptoms were reversed successfully. The patient was discharged a few days later and "did fine". The hospital has no reason to believe there was a problem with the pump.